Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a pouch, for the report. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration. The actuation functionality of the returned probe was unable to be tested due to the observed broken inner cutter. The aspiration functional testing was found to be conforming. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Gouge marks observed at bend are and several other locations on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicated that functional aspiration testing was found to be conforming and the inner cutter was broken at the port. The root cause for the broken inner cutter is the excessive surgical use of the probe. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe direction for use (dfu). The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported aspiration failure was not confirmed and it appears that the observed broken inner cutter was due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure of the cutter occurred during surgery. The cutter was usable at the start of use, but aspiration became impossible from the middle of use, so the product was replaced. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).